Event description:
The customer informed ansell healthcare products, llc that the lifestyles polyisoprene lubricated condom she was using broke and she was now being tested for std.

Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submitting this report on behalf of (B)(4).